Event description:
The user contacted the emergency support program line reporting blood backing up into the high-pressure tubing of the catheter flush system, which could not be flushed clear. The fiber-optic line remained functional, and the arterial line waveform was normal. No patient harm or adverse clinical impact was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.